Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 138 and blood glucose was 113 mg/dl. Troubleshooting was performed and it was found that there were large air bubbles near the reservoir compartment. Customer declined troubleshooting for high blood glucose. Customer was advised that reservoir would be replaced.